Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the attached photos confirm the reported issue. Based on the available information, it was concluded that the issue is related to the assembly procedure. Further investigation and assessment of this design issue is covered under a CAPA in the quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during evaluation of the returned photo, it was determined that the robotic assisted saw handpiece device was leaking liquid. It was noted in the service order that the user has reported seeing an oily residue upon unwrapping the sterilized device. It was reported that the surgery was delayed 30 minutes due to the event. It was reported that the procedure was completed successfully with a spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.